Event description:
Reportedly, during the f/u performed on (B)(6) 2012, the device was operating in safer mode. Upon ventricular pacing, atrial pacing rate was observed oscillating (increasing and decreasing). This phenomenon disappeared only when the mv (minute ventilation) sensor was deactivated. An explanation whether the device could remain implanted or not is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.